Manufacturer narrative:
Serial number: (B)(4), software version: n/a, color: grey, battery life remaining: n/a. Customer reports: inpen dose(s) are not transmitted to inpen app. Per visual inspection: no physical damage noted. The leadscrew was received halfway it's travel, the leadscrew was rewound properly. Leadscrew not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Inpen unable to send dose to inpen app due to communication / pairing anomaly. Inpen dose button was removed and electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. However, lint and dust bunnies were found under dose button. A battery test was performed and battery measure at 3.0 volts. Inpen was cut open and the flex connector was found to be corroded. It was determined that cause of inpen not pairing was cause by corrosion at the flex trace connector at the connection with encoder assembly. The customer complaint of no communication / pairing was confirmed.

Event description:
Information received by medtronic indicated that the inpen doses does not match. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.